Event description:
Same case as voluntary medwatch maude report # (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a burr detachment occurred. The target lesion was located in the left anterior descending artery (lad). While performing rotational atherectomy the 1.5mm rotalink plus burr detached but remained on the rotawire guide wire. The burr was removed from the patient with the guide wire. The procedure was completed with another of the same device and balloon angioplasty. No patient complications were reported and the patient status is okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the guidewire was returned inserted in the plus unit. The burr of the catheter unit was detached from the catheter and remained on the guidewire. The distal coil of the catheter device was stretched. The catheter and guidewire were soaked in warm water in order to dissolve any saline build up. This attempt to remove the guidewire was unsuccessful. The burr was microscopically examined. The burr was detached and moving freely on the guidewire. No issue was noted with the burr. The coil was microscopically examined. It was noted that the distal was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a burr detachment occurred. The target lesion was located in the left anterior descending artery (lad). While performing rotational atherectomy the 1.5mm rotalink plus burr detached but remained on the rotawire guide wire. The burr was removed from the patient with the guide wire. The procedure was completed with another of the same device and balloon angioplasty. No patient complications were reported and the patient status is okay.

Manufacturer narrative:
(B)(4).